Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had replace battery now without a low battery warning. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer was treated with insulin drip. Customer¿s current blood glucose level was 140 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
No device problem found. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).